Event description:
The customer requests a quote for the loudspeaker, it is pierced." It is unknown if there was any sound on the speaker. It is unknown if the device was in use at time of event. There was no reported patient/user injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requests a quote for the loudspeaker, it is pierced." It is unknown if there was any sound on the speaker. It is unknown if the device was in use at time of event. There was no reported patient/user injury.